Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-11741. It was reported that vessel dissection occurred. The target lesion was located in the mid left anterior descending artery. A 2.50 x 8 synergy¿ drug-eluting stent was advanced to a previously placed 12x2.5 synergy¿ drug-eluting stent but failed to be delivered distally. Several balloon insufflations were performed and a 13x2.25 non-bsc drug-eluting stent was then attempted to be delivered but was unsuccessful. The physician decided to leave it like that with timi flow 3 and dissection type 3 with contrast residue. No further patient complications were reported.